Event description:
It was reported the pt was no longer receiving stimulation and is unable to charge his ipg. It has been more than 60-90 days since he last charged his ipg. The pt was in an automobile accident about a month ago. The pt is receiving with this physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.